Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon power up of the device, the pump alarmed with a cassette attached. The customer's complaint was verified. The dso sensor was noted to be faulty, contributing to the alarm. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis hpca was not recognizing cassette alarm. No patient injury resulted.